Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure the cardiac resynchronization therapy defibrillator (crt-d) exhibited setscrew issues. The right ventricular (rv) and left ventricular (lv) setscrews would not engage with the wrench. The physician tried three different wrenches but the issue persisted. It was suspected that the screws were stripped. It was further reported the setscrews had to be removed from the device with a blade in order to remove the leads from the header. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.